Event description:
Complainant alleged that while attempting to pace a 67-year-old male patient, the device failed to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs; the logs indicated intermittent ECG lead fault messages in leads view, indicating there was poor coupling between the patient and leads. When the customer selected pads view the ECG signal was displayed. The device was put through extensive testing including full functional testing, ECG, and pacer stress testing without duplicating the report. An internal inspection found no discrepancies. The ECG cable used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.